Event description:
A device removal and prophylactic replacement was reported due to elective replacement elective indicator (eri). The reason was reported as battery depletion. No pt symptoms were reported prior the replacement. The pt recovered without sequelae; no injury. The drug infused through the pump was baclofen (lioresal) 350.5 mg/day, concentration: 2000 mcg/ml. The device was returned for analysis and disposal.

Manufacturer narrative:
(B)(4): final analysis of the pump reported high s2 battery resistance. Logs showed multiple low battery resets, safe state.